Event description:
Boston scientific received info that one day post-implant this right ventricular (rv) lead exhibited low r-waves and high threshold measurements. It was determined through an echocardiogram that the lead had perforated the heart. After several repositioning attempts, the helix mechanism would not extend or retract smoothly. Therefore, this lead was explanted and disposed of. No adverse pt effects were noted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.